Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified the device was broken shell, white encapsulation, missing shell and black particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.